Event description:
The hcp reported that the pt had the pump and catheter replaced due to "intermittent bolusing". The pump was explanted and replaced after 43 months implant duration. The hcp reported that the pt was "falling down" despite lowering of dose. It is unknown if any troubleshooting was performed.